Manufacturer narrative:
The referenced scope was returned to the olympus service center. The evaluation found the adhesive peeling off from the forceps cover at the distal end. Additionally, the failed leak test was confirmed as the scope was leaking from a hole inside the instrument channel. Fluid was found inside the control body, and fluid/corrosion inside the ultra sound connector and scope connector. The device was repaired to standard specifications and returned to the customer. The scope was last serviced via repair on (B)(6) 2020 for failed leak test/fluid/corrosion problem. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, the evis exera ii ultrasound gastro-videoscope failed the leak test. No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. While the cause of the reported issue cannot be conclusively determined, it is most likely that some external force was applied to the distal end, which may have led to the detachment of the adhesive at the tip. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. This supplemental report is also to advise that upon further review the following issues recorded in the initial report are not reportable malfunctions. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur: the failed leak test was confirmed as the scope was leaking from a hole inside the instrument channel. Fluid was found inside the control body, and fluid/corrosion inside the ultra sound connector and scope connector.